Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The helix mechanism/ extension length test could not be performed due to helix being damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torqued of the inner coil. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the lead helix was unable to be retracted.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in failure to sense. During the revision process, the helix was unable to extend. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The helix mechanism/ extension length test could not be performed due to helix being damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torqued of the inner coil. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.